Event description:
At time of surgery. Patient presented with bone type iii, fair oral hygiene, inadequate bone quality / quantity and previous bone augmentation. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.